Event description:
It was reported by the company representative that while trying to cut a hole in he plate, the tip of the blade broke off.

Manufacturer narrative:
The reported event that the tips broke off could not be confirmed, because the device was not returned to freiburg for investigation. Because the device was scrapped, no visual, functional nor dimensional inspection was performed. To gain further information about the reported event, the sales rep was contacted. He didn¿t note the missing lot# before the device has been shipped. L-plate (catalog # 55-07767) and 2.0 mp plate (catalog # 92-92306) have been cut with the instrument under complaint and all broken off fragments of the cutter were retrieved from the patient.the mentioned l-plate has a profile height of 0.8mm and the mp plate has a profile height of 1.0mm. The laser marking on the cutter (s. Fig. 1 and 2) restricts the use of the cutter for cutting plates up to a height of 0.6mm. Therefore, the cutter has been used for cutting inappropriate implants.indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no further preventive and / or corrective action is required at this time. H3 other text : device not available for return

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that while trying to cut a hole in he plate, the tip of the blade broke off.